Manufacturer narrative:
The reported event of a ¿disc of the prosthesis became dislodged after rotation¿ could not be confirmed. Both leaflets of the returned masters series mechanical heart valve were returned seated within the orifice and able to fully open and close with no resistance occurring. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the leaflet dislodgement remains unknown.

Event description:
On (B)(6) 2018, a 27mm masters valve was selected for implant. After implant, the surgeon observed that a disc of the prosthesis became dislodged after rotation. The leaflet was retrieved and the valve was explanted. A second 27mm masters valve was implanted. Per the user, the patient remained hemodynamically stable throughout the procedure, but post-operatively, the patient remained in the ICU longer and more ischemia time (bypass time) was reflected due to the need for additionally vasopressors and inotropic drugs. The patient is reported to be stable and discharged.